Manufacturer narrative:
The customer reported receiving poor vacuum while using the system. The procedure was completed with no patient harm. The company service representative examined the system. The pneumatic valves were replaced. The system was then tested and met all product specifications. The system was manufactured on march 14, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had poor vacuum during a vitrectomy procedure. The procedure was completed with no patient harm.